Manufacturer narrative:
The ge service rep conducted an onsite investigation. The candlesticks were cleaned and regreased. The system was tested and operates as intended.

Event description:
The customer reported that the system made a popping noise and then the images were lost. This event occurred inside a procedure. No pt injury was reported.